Event description:
The screw backed out of the duracon insert. It was replaced with a new insert.

Manufacturer narrative:
Info provided and the examination results suggest that this event is not device related but rather is associated with insufficient torque being applied to the lock screw.